Event description:
Affected side is right. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture diagnosed by MRI.

Event description:
Explanting surgeon reported rupture diagnosed by MRI. The device will be explanted. The affected side is unknown.